Event description:
It was reported that a patient underwent an idiopathic deep vein thrombosis ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after putting the device into the body and zero-ing, none of the systems displayed any errors, however, when the medical team navigated the catheter in position the catheter got stuck, buried into the mitral valve, in the chordae tendineae. The team managed to maneuver and pull the catheter out. It was then discovered that the tip of the catheter was "busted"--broken and no longer straight but still attached to the catheter. The damage did not result in exposed wiring or lifted/sharpened rings. The catheter was replaced, and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the pebax of the catheter was observed broken with components exposed. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip was bent and no wires were exposed. A manufacturing record evaluation was performed for the finished device number lot 31581408l and no internal action related to the complaint was found during the review. The bent tip observed could be related to the broken tip and medical device entrapment issues reported by the customer, the complaint was confirmed. The potential cause of the damage observed could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use of the device contain the following recommendations: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).